Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Event is still under investigation.

Event description:
The extremity of the catheter broke off and had to be removed from the body. The complainant did not report any adverse effects on the pt due to this occurrence.